Event description:
It was reported that the patient experienced pain at the pocket site. The symptoms included acute pain, tenderness at the pocket site, ¿little¿ swelling at the pocket site, and ¿a little¿ warm at pocket site. It was reported that hot weather might ¿have something to do with the area feeling warm.¿ the implantable neurostimulator (ins) was located under the patient¿s arm. The symptoms started with pain in the patient¿s left arm. The next day the patient turned the stimulation off and took oral morphine. The patient went to the emergency room (ER) two days later with chest pain. Blood tests did not find anything wrong with the patient¿s heart. The patient¿s blood pressure was ¿ok.¿ the pain was affecting the patient¿s breathing patters and whole left side. The patient¿s pain was ¿at a 7.¿ the patient did not have any falls or experience any trauma, but the ins had ¿shifted some.¿ the patient did not ¿really feel that¿ the ins was moving around in the pocket site. The patient wore a lidocaine patch. The patient usually wore it 12 hours on and 12 hours off. It was later reported that the patient was having an issue with their ins. The patient was experiencing pain at the pocket site whether the ins was on or off. It was later reported that the patient was experiencing pain around the ins site radiating up into the patient neck, but not down the lead. The pain worsened when the ins had been on for 4 minutes. The patient had been experiencing this pain for about a month. There was no shocking sensation, but there was warmth around the ins. The stimulation was helping the patient with their ulnar pain when the ins was on. An impedance test was performed at 0.5v and the result was ¿???¿ the test was run at 3.0v with a pulse width of 450 and the results were within normal range. With programming settings on c+, 1- the patient experienced pain down their arm. With c+, 3- the stimulation helped with the patient¿s pain, but the patient had warmth at the ins site. Additional information received reported the cause of the event was unknown. The spinal cord stimulator (scs) was warm and painful. The patient did not require hospitalization, and the outcome was reported as no injury.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received indicated that when the patient is around computers, they freeze up.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient received assistance from their manufacturing representative and their concerns were resolved. It was noted that the appointment date was (B)(6) 2013.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 3987, serial # (B)(4), implanted: (B)(6) 1999, product type lead; product ID 7434-e, serial # (B)(4), implanted: (B)(6) 1999, product type programmer, patient; product ID 7496-25, serial # (B)(4), implanted: (B)(6) 1999, product type extension. (B)(4).